Event description:
The customer called lfs in 2002 to report the customer's fasttake meter would not power on. Per ccr's notes in reported issue tab: "had customer check to ensure batteries were properly inserted. The meter still failed to turn on. Sending a new ft meter". Per casepoint questions: customer's meter would not turn on. The customer went to the hospital, unknown if there was treatment.